Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. This is one of three manufacturing reports being submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy was provided and revealed presence of heavy calcification and undersized access vessel. In an image of the devices involved, an access vessel obstructs any view of the valve. A technical summary that applies to this event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, frame damage was unable to be confirmed based on the provided imagery. In the image received, the valve is obstructed by the patient's access vessel and therefore is unable to be confirmed. Available information suggests patient factors (heavy calcification, undersized vessel) and/or procedural factors (excessive device manipulation, high push force) likely contributed to the event as imagery of the patient's anatomy revealed heavy presence of calcification and undersized access vessel, and multiple attempts to advance the valve/delivery system were made, as reported. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the patient was brought to the catheter lab for tavr of his failed stenotic 25mm magna ease valve that was placed in may of 2018; however, there was difficulty inserting the sheath, a new sheath was placed after 18f dilator was used, and the delivery system became stuck at the external iliac. The valve sheath and delivery system could not be withdrawn and a bent valve strut was discovered. When the sheath came out, a piece of the patient's iliac vessel was removed with it. A 20mm balloon was advanced into the distal aorta to tamponade flow. Multiple covered stents were placed, bleeding from the access site continued. CPR was performed with impella placement. The code was called once it was determined that bp could not be restored and the patient expired. Per follow-up communication, the sheath of the tip was damaged and appeared to be 'frayed', and the distal tip of the sheath was torn. The operator cut away the externalized vessel and based on the operator's visual report, it is believed there was a hole in the liner made from the bent strut. Prior to the procedure, the team did a 7mm shockwave balloon to the right femoral access, prior to attempting to place the 14f esheath+. They dilated with a 14f introducer, 16f introducer and then attempted to place the 14f sheath. It would not pass, so a 18f introducer was advanced. The 14f sheath was then attempted and inserted with some moderate difficulty. The 26mm resilia valve was prepped and advanced into the 14f sheath. Around the level of the external iliac the valve would not advance further. Multiple attempts were made to advance the valve without success. It was decided to remove the valve, delivery system and sheath as a unit and place another 14f sheath and use a 8mm shockwave balloon to the area. The valve/sheath/delivery system would not retract, multiple attempts were made to remove without success. The patient's blood pressure began to drop, epinephrine was administered, and the patient was intubated. Visual inspection of the valve in the sheath showed that the distal end looked slightly flared and there was a bent strut. There was no allegation that the device was defective.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of three manufacturing reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2024-06968 and 2015691-2024-07101.